Manufacturer narrative:
A ge rep evaluated the system and reseated connectors and pcbs. System operates as intended. (B) (4).

Event description:
The customer reported the keyboard is locking up. No pt injury was reported.